Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump date was incorrect, cause was unknown. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was due to malfunction alarm. A manual injection was administered to address bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared, corrected the date and insulin delivery was resumed successfully.